Event description:
Hcp reports the patient presented with signs of infection, in 2005, after a two week implant duration. The patient's symptoms included redness, swelling, drainage and pain of the device pocket. Perioperative antibiotics were administered. The pocket was cultured and produced staph aureus growth. The patient was treated with both IV and oral antibiotics and underwent partial device system explant. The device was not returned to the manufacturer for analysis. The patient outcome was unknown at the time of this report. The hcp reports debilitated status as a risk factor for this patient.